Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor alarmed for lost sensor. The customer states their blood glucose level was 150mg/dl, but had been as low as 50mg/dl. The customer declined to troubleshoot for lows. The customer was assisted with sensor issues. The customer was advised the sensor would be replaced and returned for analysis.